Manufacturer narrative:
Product analysis: device was returned with stent partially expanded, indicating inflation occurred. The stent was not positioned on the balloon between the marker bands as per specifications. Due to stent movement, balloon portion was partially exposed. Deformation was evident to the 7-22nd distal stent wraps with struts raised. The physician confirmed no stent expansion/ inflation occurred in vivo during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx drug eluting stent was attempted to be used to treat a calcified and non-tortuous lesion. No damage was noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force used. It was reported that stent deformation occurred while passing through the lesion. Therefore it was replaced with another resolute integrity rx drug eluting stent and the case was completed without any complication. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy related and not device related. No patient injury was reported.